Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caller stated that the wound drain (0070220) did not fit on the silicone evacuator bulb (0070740) and the operating room staff had to dilate the drain for the evacuator to fit. The 0070220 silicone drain was supposed to fit 0070740 silicone bulb evacuator without an adapter. The products connected using friction. Bd did not advise altering the drain or evacuator as that could compromise the integrity of the product. That inquiry would be reported to bd product complaints for investigation.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that caller stated that the wound drain ((B)(6) did not fit on the silicone evacuator bulb (B)(6) and the operating room staff had to dilate the drain for the evacuator to fit. Please see the attached brochure. The (B)(6) silicone drain was supposed to fit (B)(6) silicone bulb evacuator without an adapter. The products connected using friction. Bd did not advise altering the drain or evacuator as that could compromise the integrity of the product. That inquiry would be reported to bd product complaints for investigation